Event description:
A peritoneal dialysis patient reported observing moisture inside the cycler door during setup the following treatment. The patient was unable to identify the origin of the leak. The patient's effluent has remained clear and the patient shows no sign of infection. No prophylactic antibiotics were administered. A sample has not been returned for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications. Reference MDR # 8030665-2013-00881.